Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 225mg/dl. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 08/24/2017. The meter memory was reviewed for previous test result history: 1:213mg/dl 08/25/2017 11:07 am fasting: yes. 2:225mg/dl 08/24/2017 08:57 am fasting: yes. Customer called because results are higher than normal. Customer denies medical advice. Customer is denies hyperglycemia. Customer has had changes in medication. Cutomer did not have any changed in diet or exercise. Customer was in the hospital due to a staphylococcus infection. Customer does not have hga1c.